Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) 90 plates were found with contamination before opening the sleeves. The following information was provided by the initial reporter: customer received plates that were cracked and had growth on them. Contamination was noticed before opening sleeves order of 300 plates with 90 plates (9 sleeves) contaminated no affected sleeves were used for samples. Customer did not specify if samples were patient or non-patient contamination was not identified. Dark brown colonies on surface of the agar. Organism not gram stained or identified. Affected plates/sleeves were disposed of.

Manufacturer narrative:
H.6. Investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221261, plate trypticase soy agar 5% sb 100 ea, batch number 3067277 and bd complaint number (B)(4). For contamination. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 3067277 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute and bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All physical attribute and bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 3067277. Retention samples from batch 3067277 were not available for inspection. Three photos were received for investigation. All three photos each show a sleeve from batch 3067277 contamination was not seen in the photos and no return samples were received for investigation. This complaint cannot be confirmed for contamination. This complaint can be confirmed for broken plates. No complaint trend for broken plates has been identified; no actions are indicated at this time. Bd will continue to trend complaints for broken plates and contamination.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) 90 plates were found with contamination before opening the sleeves. The following information was provided by the initial reporter: customer received plates that were cracked and had growth on them. Contamination was noticed before opening sleeves order of 300 plates with 90 plates (9 sleeves) contaminated. No affected sleeves were used for samples. Customer did not specify if samples were patient or non-patient contamination was not identified. Dark brown colonies on surface of the agar. Organism not gram stained or identified. Affected plates/sleeves were disposed of.